Event description:
It was reported the device system was explanted and replaced because the therapy was not helping enough in cold weather, and the device was overdischarged. There was not normal battery depletion. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product typ lead, product ID (B)(4), serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product typ lead, product ID (B)(4), serial# (B)(4), product typ recharger, product ID (B)(4), serial# (B)(4), product typ programmer, product ID (B)(4), lot# unknown, product typ titan anchor, product ID (B)(4), lot# unknown, product typ titan anchor. (B)(4) - final analysis of the stimulator revealed no significant anomalies. The battery had reduced capacity due to overdischarge though. Final analysis of the lead (serial # (B)(4)) revealed no significant anomalies. The outer insulation on the lead body was melted though, which was a suspected artifact of cautery. Final analysis of the lead (serial # (B)(4)) revealed no anomalies. Final analysis of both titan anchors revealed no anomalies.